Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-12. It was reported that the patient did not report the event to the implanting hcp¿s office and that they last saw the patient post-operatively on (B)(6) 2017. Actions/interventions taken to resolve the pain and pump movement and the cause of the pain and pump movement were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine [3.0 mg/ml] at a dose of 0.3499 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient noticed last week that the pump had moved/seemed like it moved and it was near their rib whereas now it was back by the incision. It was also related that on (B)(6) 2017 the patient had an adjustment as they were still having pain and overall the pump helped their pain 90%. The patient¿s next refill was (B)(6) 2017. On (B)(6) 2017 the patient was experiencing pain on the right side of their back and was concerned that pumping up a raft for about an hour could have affected the pump. It was noted that the pump was for pain in the back. It was indicated that the patient had tried with the healthcare professional (hcp) office but they were closed. The patient was redirected to call the hcp office to check if there was an on-call hcp that they could consult with to discuss the pump movement. The patient was to monitor their symptoms and decide if they need to seek urgent medical care. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-27. It was reported that the patient did not report the pain and pump movement to the hcp¿s office. It was indicated that perhaps the patient did report the issue to the implanting neurosurgeon. It was noted that it was unknown if the cause of the pain and pump movement was determined. It was unknown if the patient¿s pain and pump movement had been resolved. The patient¿s weight at the time of the event was also unknown. No further complications were reported.